Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was confirmed and reproduced. The cause was determined to be an out of specification downstream tubing guide setup. The downstream tubing guide, downstream tubing guide gasket and downstream tubing guide plate were replaced to correct the condition.

Event description:
During baxter's evaluation of a spectrum pump, the device constantly displayed the downstream occlusion message. There was no patient involvement.